Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 85 mg/dl. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
This was inadvertently filed. Troubleshooting indicated that battery was depleting normally based on customer's usage. There was no device malfunction.